Manufacturer narrative:
The device was fractured at its inner diameter (ID) band approximately 3.0 cm from the proximal hub. The catheter had multiple bends along its length. Evaluation of the returned device revealed that the neuron max was fractured at its ID band. This type of damage can occur if the catheter is forcefully retracted at an extreme angle from its packaging. Further evaluation revealed that the catheter was bent in multiple locations along its length. This damage was likely incidental and likely occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that the proximal end of a neuron max was bent. The damage to the neuron max was noticed prior to use; therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.